Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 energy device/jaws would not retract back into the cannula as usual. The energy device would stick out of the cannula. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Updated sections: g4,g7,h2,h3,h6,h10. Internal complaint number: (B)(4). H3 other text : the device was discarded.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. Device scrapped.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 energy device/jaws would not retract back into the cannula as usual. The energy device would stick out of the cannula. A replacement device was used to complete the procedure. The hospital did not report any patient effects.